Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 20 mg/dl at the time of incident. The customer's blood glucose was 80 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The insulin pump will be returned for analysis.